Manufacturer narrative:
"Multiple lot numbers: medical device lot #: 160302, expiration date: 03/31/2017, manufacture date: 03/17/2016." Medical device manufacturer: location was (B)(4) used. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin had poor barrier separation , no report of medical interventions or serious injury.